Event description:
The recipient was reportedly experiencing no sound with the external equipment and the internal device. External equipment was exchanged, however, this did not resolve the issue. Device revision surgery will be scheduled.

Manufacturer narrative:
The external visual inspection of the device revealed the electrode was severed prior to receipt as well as damaged to the epoxy header region. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires at the fantail region. This is believed to have occurred during revision surgery. System lock was obtained only at certain spacing. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection revealed that some of the resistors had corroded traces. It is believed that the failure of this implantable cochlear stimulator (ics) device was caused by a loss of hermetic seal. This is concluded from the residual gas analysis data and dye penetrant data. Moisture admitted into this device through this leak resulted in the corrosion of the resistive film material and the shift in resistance value of the resistors. This ultimately caused the device to cease functioning. This older device configuration is no longer manufactured. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted on the contralateral side with another advanced bionics cochlear device.